Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was placed. The procedure date is unknown. According to the complainant, on (B)(6) 2013 when injecting nutritional supplement, the nutritional supplement was unable to be advanced well in the shaft of the button. Replacement is planned, but no date has been set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was placed. The procedure date is unknown. According to the complainant, on (B)(6) 2013 when injecting nutritional supplement, the nutritional supplement was unable to be advanced well in the shaft of the button. Replacement is planned, but no date has been set. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An examination of the device revealed that no residue was found to be blocking the device and the reflux valve was in proper position. The device examination and functional evaluations confirm that the device met specifications. It was noted during the investigation that the condition of the returned complainant device was not consistent with the complaint incident that the device was blocked/ occluded. Therefore, the most probable root cause is not confirmed.